Event description:
Information received from the field notes that the patient presented to the clinic after feeling his heartbeat in his shoulder. Multiple stored egms showed noise on the ventricular channel. Bipolar impedances were 357 ohms and unipolar impedances were <200 ohms. Bipolar thresholds were 3.0 v, 0.4 ms and unipolar thresholds were 1.0 v, 0.4 ms. The noise could be reproduced with patient arm movement.